Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) was experiencing urinary incontinence and a bulbous urethra erosion. It is believed that the placement of the aus system contributed to the erosion. A surgery was performed in which the cuff and pump were explanted. No additional patient complications were reported.